Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5091595. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small pin-sized hole in a corner. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 09, 2019 and april 10, 2019 h10: the device was received for evaluation. Visual inspection was performed and a tear in the lower right corner in back of the bag was identified. A functional test was performed which revealed a leak in the lower right corner in back of the bag. Additional magnified inspection was performed which verified the tear/hole in the lower right corner in back of the bag where a leak occurred during testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.